Event description:
During robotic radical nephrectomy, robotic instrument cracked and broke while operating. It didn't break the instrument itself. However, incision site had to be enlarged to pull the trocar out of the patient. Manufacturer response for xi/x hot shears monopolar curved scissors (per site reporter): no response yet.